Manufacturer narrative:
Additional information received confirms the event date as initially reported and repopulated to b3 date of event. Investigation summary. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported bleeding, stroke, arrhythmia and necrosis could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex device was inserted surgically into the right internal jugular vein in a 71-year-old male patient with a past medical history of a prior coronary artery bypass (CABG), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: CABG and aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), (post-operative day 2) there was a downtrend of hemoglobin requiring two units of packed red blood cells (prbcs) and one unit of platelets. The surgeon attributed the downtrend to typical post-operative bleeding, and not related to the impella. Ten days after insertion, the patient had a change in neurological status. A computed tomography (CT) scan revealed a sub-acute ischemic infarct with evidence of an older stroke. The left pupil was blown, no gag reflex present, and no grimace to pain. The patient has been off sedation for three days. An electroencephalogram (eeg) test was performed. The patient was in atrial fibrillation with a rate of 108. The impella functioned at p-5 at 2.1l/min as intended. Purge flow 12.2ml/hr and purge pressure 523. The last activated clotting time (act) was 168. Heparin drip was running at 600 units/hr. The purge solution was 25 meq/l of sodium bicarbonate. A bedside echocardiogram revealed no clots. It was noted that the patient was also diagnosed with contained ischemic bowel. Eleven days after impella insertion, the device was successfully weaned. The use of multiple simultaneous mechanical circulatory support devices (iabp and impella) and/or prolonged support increases the risk of blood clots. Thrombosis, stroke, and bleeding are known adverse events associated with impella support and may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, anticoagulation status, and hemodynamic conditions.